Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an interrogation the lead exhibited low impedance. The physician decided to take no action. The patient would be monitored. The patient's condition was good.